Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro continued to stay active during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro continued to stay active during the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.